Event description:
It was reported that the customer's insulin pump had over-delivered insulin. The customer's father stated that the insulin pump's history file showed deliveries that had not been programmed. The customer's father stated that as a result, the customer had experienced several episodes of low blood glucose levels over the period of several days, including while the customer was sitting in class. The customer's father then stated that paramedics had been contacted. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.